Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers lot h14c05023 and h14b09035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin intraperineally (dose and frequency not reported) for the event. At the time of this report, the patient was reported to be discharged from the hospital and was at home recovering from the peritonitis. Dianeal therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up report will be submitted. This is the same patient as cmplnt (B)(4).

Manufacturer narrative:
(B)(4). It was reported the patient experienced unspecified pain (details not provided). This is possibly a manifestation of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.